Event description:
The gun did not penetrate the lesion during a breast biopsy. Staff report that the needle bounced off the lesion. The cause may be that the needle is not sharp enough or the mechanism is too weak. They have had this problem in the past with this device and believe that the needle may be too weak or not sharp enough. In this case, another device was used during the procedure and the biopsy was completed. There was no harm to the patient.